Event description:
Patient also mentioned that they initially had an axonics device which worked great, but the battery depleted and had been replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).